Manufacturer narrative:
Our fse (field service engineer) was on site to investigate the reported event. The fse found the nozzle unit of the gas module damaged and replaced it with a new one. The ventilator passed all the functional and safety tests and returned to clinical use. The received test log confirm that the ventilator failed pre-use check on the event date. The damaged nozzle unit was scrapped by the user. Therefore the further investigation was not possible and the reason for the damaged nozzle unit could not been identified.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and other tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).